Manufacturer narrative:
This pi has been identified as a duplicate. If additional information is received, it will be reported under MFR# 0002249697-2016-02169.

Event description:
*This pi is for the right hip. It¿s reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on or about (B)(6) 2007 that failed and required revision on (B)(6) 2015. He also underwent a left total hip arthroplasty on (B)(6) 2006 that failed and required revision on (B)(6) 2017.

Manufacturer narrative:
The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned.

Event description:
This pi is for the right hip. It¿s reported by the attorney, through the filing of a lawsuit, that the plaintiff underwent a right total hip arthroplasty on or about (B)(6) 2007 that failed and required revision on (B)(6) 2015. He also underwent a left total hip arthroplasty on (B)(6) 2006 that failed and required revision on (B)(6) 2017.